Manufacturer narrative:
Device evaluation: returned device was received with the bottom case cracked by l-bracket.. Evidence of reported problem in event log was found. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service & repair records.

Event description:
Information was received that a smiths medical medfusion 3500 syringe pump, had a primary audible alarm. No adverse patient effects were reported.